Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was beeping before the power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during testing, the pump powered on normally. The pump cover was opened and evidence of corrosion was found on the battery connection, the force sensor plate and the bottom of the case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.